Event description:
It was reported that the balloon dilation catheter connector to the pressure gun could not be locked. After replacing it with a new set of dilation catheters, it could be locked and operated normally with the same pressure gun.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon dilation catheter connector to the pressure gun could not be locked. After replacing it with a new set of dilation catheters, it could be locked and operated normally with the same pressure gun.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted the sample was provided in the original bard pouch with the tray inside a large ziploc bag. Two stopcocks were provided. The sample had a residue of blood. The provided sample reported that the stopcock could not lock into the pressure gun. During the investigation, the two provided stopcocks could be locked into the pressure gun. The x-force balloon did appear to be used due to the form and the dry blood. The sheath also appeared to be used using it to be damaged. No root cause could be found because the reported event was unconfirmed. DHR reviews and labelling are not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.